Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. The insulin pump had cracked display window corners, battery tube threads, reservoir tube lip, belt clip slot, and minor scratches on the display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She stated that the insulin pump was splashed with water when her grandchildren were playing in the pool. The blood glucose reading was 157 mg/dl. Customer stated her back up plan was manual injection. Nothing further was reported.